Event description:
It was reported that during a video assisted thoracic surgery, after firing, the jaws could not be opened. Also, the staple formation was irregular. There was no reported pt consequence.